Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Investigation summary: examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary the complaint sample consisted of (1) (B)(6) sigma hp fem notch impactor. Visual examination of the returned sigma hp fem notch impactor confirmed the celcon impactor head has broken off the metal base. All pieces of the device were returned. There is wear and significant deformation on the impaction head attributed to heavy impactions over time. The overall condition of the celcon impaction head component suggests heavy usage. The root cause is attributed to device damage/wear from normal use and servicing. Based on the root cause of device damage/wear from normal use and servicing, the need for corrective action is not required. Complaint trends will be monitored by post market surveillance through sep419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that when began to implant the surgeon noticed a cracked in the hp fem imp/ext . The second instrument broke while putting in trial. Nothing was left in the patient.